Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 11/1/2018. Mentor received information on 9/27/2018 that a (B)(6) female underwent breast augmentation revision with an unknown mentor saline prosthesis (left) and a mentor smooth round moderate profile 475cc saline prosthesis (right) and experienced right sided deflation post procedure. On 10/5/2018 mentor received further information that bilateral capsular contracture (baker¿s grade unknown) was also observed. Upon receipt by mentor, the device contained gel with clear appearance. White material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab¿s visual examination indicated the device appeared intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. At this point it is not possible to determine the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. According to the information provided, mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680. (B)(4).

Event description:
Mentor received information on 9/27/2018 that a (B)(6) female underwent breast augmentation revision with an unknown mentor saline prosthesis (left) and a mentor smooth round moderate profile 475cc saline prosthesis (right) and experienced right sided deflation post procedure. On 10/5/2018 mentor received further information that bilateral capsular contracture (baker¿s grade unknown) was also observed. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 475cc saline prostheses was performed on (B)(6) 2018. This report relates to the left sided prosthesis. See 1645337-2018-06312 for contralateral prosthesis report.